Manufacturer narrative:
Visual observation verified the customer's complaint, as the adhesive detached (interpreted by the customer as metallic parts). The root cause for this event appears to be due to not adhering to the warning and precautionary measures outlined in the IFU. The failure may have been due to aggressive rubbing against a bony or otherwise hard surface that caused the adhesive to dislodge. No information was provided that would indicate a cannula or any other apparatuses were used; however, this type of damage is consistent with use of such instruments. IFU contains warnings and precautionary measures to be used during activation of the wand followed by consequences if the customer does not adhere to the IFU such as: - do not contact metal objects while activating the ambient arthrowand. Damage to the tip may result. - this ambient arthrowand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. This may result in bent or detached electrodes, damage to device and/or cracked spacer. - do not use the ambient arthrowand as a lever to enlarge surgical site or gain access to tissue which may result in bent or detached electrodes, damage to device and/or cracked spacer.

Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs, it was noticed that some metal fragments, potentially from the wand, could be seen inside the surgical site. No further info was provided regarding the remainder of the procedure or identifying whether the fragments were retrieved or left in the pt. The have been no further pt complications reported as a result of this event.